Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change from black and white to black and black, so the device was withdrawn all the way out of the body and pressure was applied to stop the bleeding instead. There was no reported patient injury. The user is trained to the device. The device was used in a cerebral angiogram. All unknown guidewires and unknown catheter devices were withdrawn after the procedure to close the puncture site. The device and unknown sheath were slowly withdrawn and there was pulsatile blood flow in the return indicator. Additional information was requested but not provided. The device will be returned for analysis.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change from black and white to black and black, so the device was withdrawn all the way out of the body and pressure was applied to stop the bleeding instead. When the device was removed from the patient, the indicator wire loop did not deploy or show. There was no reported patient injury. The device was used in a cerebral angiogram. All unknown guidewires and unknown catheter devices were withdrawn after the procedure to close the puncture site. The procedure used a retrograde approach. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A 5f avanti+ sheath was used with the procedure. The device and avanti sheath were slowly withdrawn and there was pulsatile blood flow in the return indicator. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The patient status after the procedure was "not changed". The device was not attempted to be deployed outside the patient¿s body. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a4, b7, b5, d10, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change from black and white to black and black, so the device was withdrawn all the way out of the body and pressure was applied to stop the bleeding instead. When the device was removed from the patient, the indicator wire loop did not deploy or show. There was no reported patient injury. The device was used in a cerebral angiogram. All unknown guidewires and unknown catheter devices were withdrawn after the procedure to close the puncture site. The procedure used a retrograde approach. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A 5f avanti+ sheath was used with the procedure. The device and avanti sheath were slowly withdrawn and there was pulsatile blood flow in the return indicator. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The patient status after the procedure was "not changed". The device was not attempted to be deployed outside the patient's body. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f cordis avanti catheter sheath introducer (csi) was returned inserted into the received unit. The indicator window was observed in the black/white and red position. No additional anomalies were noted during this visual analysis. A dimensional analysis of the delivery shaft's inner diameter was performed on the returned unit. The measurement was found to be within specification. The functional deployment simulation evaluation could not be performed, as the device was received in a fully deployed state. A high magnification evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿indicator wire deployment difficulty unable¿ was not observed through analysis of the returned devices since the device was received fully deployed and with the indicator wire retracted. It is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer, as it was received with the indicator window in the black/white/red stage. This indicates the indicator wire deployed and anchored the vessel wall. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.